Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: part returned h3, h6: investigation summary I come through this to notify the flex sr shaft break of the new synream kit. On (B)(6) 2019; procedure: etn rod for diaphyseal fracture; hospital: são camilo - itu; dr marcio benincasa (extensive experience with the material in question). We began the placement of the etn rod, for this we made the correct opening of the channel using the threaded guide wire at the tip next to the t + soft tissue guide + etn channel opening drill. After opening, we started intramedullary milling with synream. Then we remove the threaded wire at the tip and pass the long olive milling wire and thus reduce the fracture. The initial idea was to mill up to 11 or 12 to use a 10 or 11 shank. The pct channel was wide. We started with the initial ¿cutting¿ cutter 8.5, with a small initial strength, but the milling was completed correctly, the long olive wire bent and we replaced it with another olive wire. We replaced the 8.5 milling cutter with the 9.0 milling cutter, we had a higher resistance (normal), and when we got to the right one the flex sr shaft broke, the break was unique in 360 degrees and the cut was straight. As we were using the olive wire, we had no problem removing it from the patient's tibia. However, the cx synream has only 1 flex sr axis, which did not allow us to keep milling ... The milling finished at 9. And we chose to place a rod 8. Waiting for a report regarding the breakdown of the product during surgery. Flex sr axis code and lot? Ref 352.040 / lot l421155. No damage to the patient, but the indication was milling up to 12 as already described. Fitting a 08 rod is not harmful to the patient to place the nail 8, since the milling stopped at 9. However, the preoperative indication referred to an 11/12 milling for use of 10/11 nail, since the patient's intramedular canal was wide. And held such a rod. With the wide intramedullary canal, a nail 8 becomes very small and may later affect bone healing. The shank should be smaller than the milling indicated by doctor to reduce scratches. However, the use of a much smaller nail may lead to changes in fracture bone healing. Concomitant device reported: unknown reduction head (part # unknown, lot # unknown, quantity # 1), unknown t-handle (part # unknown, lot # unknown, quantity # 1), unknown reamer head (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) devices. Investigation flow: damage. Visual inspection: the synream flex-shaft (part # 352.040/ lot # l421155) was received at us cq. The flexible shaft broke at its approximate half way point. Upon magnification, the fracture site showed consistent signs of fatigue failure. There was an initial dark spot in the material where the fatigue began, and then propagated through the rest of the shaft. The shaft likely experienced severe bending which lead to its breakage. The cross-section showed no abnormalities with the material. Device failure/defect, shaft was broken. Conclusion: the overall complaint was confirmed for the received synream flex-shaft as the shaft was broken. Although no definitive root-cause can be determined, magnification of the fracture-site indicate that that the shaft failed due to fatigue. The shaft was likely subjected to strong bending forces which lead to its breakage. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history record. Device history lot part: 352.040 lot: l421155 manufacturing site: bettlach release to warehouse date: 22. May 2017 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H11: d10: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an implantation of expert tibila nail (etn) for diaphyseal fracture procedure, the 5.0mm flexible shaft of the new synream kit broke. During procedure, surgeon began the placement of the etn rod, for this the correct opening of the channel was made by using the threaded guide wire at the tip next to the t + soft tissue guide + etn channel opening drill. After opening, surgeon started intramedullary milling with synream. Then the threaded wire at the tip was removed and passed the long olive milling wire and thus reduced the fracture. The initial idea was to mill up to 11 or 12 to use a 10 or 11 shank. The pct channel was wide. Surgeon started with the initial ¿cutting¿ with 8.5 cutter, with a small initial strength, but the milling was completed correctly, the long olive wire bent so it was replaced with another olive wire. The 8.5 milling cutter was replaced with the 9.0 milling cutter. Surgeon had a higher resistance (normal), and when he got to the right one the flex sr shaft broke, the break was unique in 360 degrees and the cut was straight. Since surgeon was using the olive wire, there was no problem removing it from the patient's tibia. However, the synream had only 1 flex sr axis. The breakage of the milling guide did not allow to keep milling. The milling was finished at 9 and surgeon chose to place a nail 8. Per surgeon it is not harmful to the patient to place the nail 8, since the milling stopped at 9. However, the preoperative indication referred to an 11/12 milling for use of 10/11 nail, since the patient's intramedular canal was wide. And held such a rod. With the wide intramedular canal, a nail 8 becomes very small and may later affect bone healing. The shank should be smaller than the milling to reduce scratches. However, the use of a much smaller nail may lead to changes in fracture bone healing.   Concomitant device reported: unknown reduction head (part # unknown, lot # unknown, quantity # 1), unknown t-handle (part # unknown, lot # unknown, quantity # 1), unknown reamer head (part # unknown, lot # unknown, quantity # 1). This report is for one (1) 5.0mm flexible shaft. This is report 1 of 1 for complaint (B)(4).